Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction on the first day following intraocular lens (iol) implant surgery. The surgeon reported that he felt the pt's vision and refractive error would improve with time. The surgeon does not blame the iol as the pt has had multiple refractive surgeries on both eyes. The surgeon reported the pt's ucva was 20/30 at one week postoperative. In a follow up, the surgeon reported the event resolved without treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There hav been no other complaints reported in the lot number. Additional info was requested on 04/11/2010, 04/19/2010, 04/20/2010 by phone, fax, and mail. A completed questionnaire was received on 04/29/2010. (B) (4). (B) (4).